Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited under-sensing resulted in inappropriate low voltage output. The patient status was not provided.